Manufacturer narrative:
(B)(4). Date of initial report: 09/10/2010. The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that a portion of the blue insulation on the jaw came off and fell into the pt cavity. The material was retrieved w/o extending operating room time. There was no pt injury.